Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ipth result for one patient sample. An ipth result of 65 pmol/l was generated for the patient in february. In april, the patient was tested again and an ipth result of 107 pmol/l was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 8k25-20 that has a similar product distributed in the us, list number 8k27. A follow-up report will be submitted when the investigation is complete.